Event description:
It was reported that while supporting the pt, a hand rest slipped off the end of the revolution xr/d table causing the pt to move suddenly out of position. The pt sought follow up medical assistance from her family doctor who diagnosed back and neck soft-tissue strain and prescribed physiotherapy and medication. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.